Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The rotawire was removed with some resistance. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically exanimated. The coil has become stretched due to manipulation during the procedure. Microscopic examination of the device revealed that the annulus was damaged and not round which is consistent with damage seen with the use of a rotawire. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr became stuck in the artery and a residue was left inside patient. A 1.50mm rotalink plus was selected for use. During procedure, it was noted that the burr became stuck in the artery and was unable to be pulled out. The device was tugged hardly and everything came out. The patient was ok, however, there was a radiopaque artifact/residue left in one of the side branches of the patient. The rotalink burr and rotawire appeared to be intact. The proximal portion of the artery was stented. No further patient complications were reported.

Event description:
It was reported that the burr became stuck in the artery and a residue was left inside patient. A 1.50mm rotalink plus was selected for use. During procedure, it was noted that the burr became stuck in the artery and was unable to be pulled out. The device was tugged hardly and everything came out. The patient was ok, however, there was a radiopaque artifact/residue left in one of the side branches of the patient. The rotalink burr and rotawire appeared to be intact. The proximal portion of the artery was stented. No further patient complications were reported.